Event description:
On june 11, 2008 the lay user/patient's parent contacted lifescan (lfs) alleging that the patient's one touch ultra meter was reading inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The patient's parent reported that the alleged issue began 9 days prior to contacting lfs. At 9am, the patient was tested on the subject meter and obtained a reading of "35 mg/dl." The reporter claimed the patient was not experiencing any symptoms at the time of this reading, but was given something to eat and/or drink as a result of the alleged low result. Approximately one hour after testing, at 10am, the patient developed the following symptoms: "headache, vomit, and sweating." It was reported that the patient associated these symptoms with a high blood glucose level. It was reported that the patient was tested at the time of the symptoms with the subject meter and obtained a message of "lo." Per the onetouch ultra owner's booklet, this message appears when blood glucose results are lower than 20 mg/dl. On an unspecified time that same day, the patient was reportedly taken to the emergency room (ER) due to her symptoms ("headache, vomit, and sweating") and because the meter was then displaying the message of "lo." While in the ER, the patient's blood glucose was tested and they obtained a reading of "537 mg/dl." The patient was treated with 6 units of regular insulin and was admitted to the hospital for 3 days. At the time of troubleshooting, the cca confirmed the subject meter was set to the correct unit of measure setting (mg/dl), that the patient was using the proper testing technique, and that the puncture area was being cleaned properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an allegedly inaccurate low reading on her meter, administered treatment based on the alleged reading and reportedly had to be treated by an hcp for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.